Event description:
It was reported that a patient's body rejected the implant and the skin became infected. It was stated that the implant had given the patient "problems" from the time of implantation. It was reported that the wound did not close or heal after implantation. The device was removed on (B)(6) 2012. Further information has been requested, but none was available at the time of this report. If more information is received, a supplemental report will be sent.

Manufacturer narrative:
Product ID, 3889-28 lot# v879144, implanted: 2011 (B)(6), product type lead product ID, 3037 lot# serial# (B)(4), product type programmer, patient. (B)(4).